Event description:
It was reported that this lead was related to inappropriate anti-tachycardia pacing (atp) due to atrial arrhythmias. A non-specific adverse event occurred afterwards. No additional adverse patient effects were reported.